Event description:
The doctor reports that the dental implants located in dental position number 36 & 37 failed due to nerve damage. The doctor reports in the per that the procedure was not concluded by placing another implants. Pain was reported as a consequence.

Manufacturer narrative:
Zimvie complaint number (B)(4). D10: concomitant medical product: tsvb11, impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm, lot: 1284755.